Manufacturer narrative:
(B)(4). Additional information requested and obtained: was the case open or laparoscopic? It was a laparoscopic case, where he extracorporealizes the bowel, through a small incision, to perform the anastomosis. Did the patient require a blood transfusion? No. What color cartridges were used in the case? Blue. During the case, were there any interventions? No. If yes, please explain. Did the post-operative care change based on the post-op bleeding? No.

Event description:
It was reported that after a laparoscopic right colectomy procedure, following the procedure, the young patient had significant bright red blood loss during first bowel movement. There was no intra-operative indication that there was a lack of hemostasis at the ileocolonic anastomosis. There were no patient consequences.